Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4).

Event description:
The event was reported by a costumer from USA: "power cord found on nursing unit with metal prong missing. This is the second power cord that this has happened to in the last month. Delay in therapy: unknown. Need for medical intervention: no. Death / serious injury: no. Human harm: no."